Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 that on (B)(6) 2015 patient experienced a loss of connection. Patient reported having issues with bluetooth to continuous glucose monitoring system not working. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issuse. No additional patient or event information is available.